Event description:
Pt was revised to address poly wear and loosening of the tibial tray.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear and device loosening; however, some polyethylene wear after approximately 15 years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.